Manufacturer narrative:
Per visual inspection: no physical damage noted to cartridge holder and inpen front and back shell. Inpen received with leadscrew 1/4 of travel. Inpen passed front cap investigation. Inpen paired to the commercial app. Performed leadscrew reset torque test. Inpen passed and is within specification ozf-in 4.80. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u and displacement dose accuracy passed. Leadscrew anomaly not confirmed. Inpen passed required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lead screw anomaly. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-105nnblna was requested and customer response was the device will be returned.